Event description:
Two "pct's" & pt verified a "clear" nephrect test. Once pt was on dialysis began complaining of itching-then burning all over. Benedryl 25 mg given orally. Then began complaining of shortness of breath, heart palpitations, increased pulse rate, increased blood pressure, eyes burning & bitter taste in mouth. Began vomiting. Oxygen started at 3lpm, dialysis stopped. Did not return blood. 911 called. Electrocardiogram strip ran. Pt left for hosp. Was alert/talking. Blood pressure 184/77 w/89 pulse rate. Complained of heaviness in chest & red round whelps began to form on abdomen & arm. Formaldehyde reaction suspected. 2nd nephrect test from dialyzer showed positive.